Manufacturer narrative:
The pacemaker underwent an electrical incoming goods control. The measurement of the output signal showed that the pacemaker delivered pacing in the back-up mode, despite unsuccessful interrogation. The pacemaker was then opened and analyzed destructively. The analysis of the electronic module identified a damaged integrated circuit that contributed to an increased power consumption. Aside from the increased power consumption, the circuit of the pacemaker functioned, however, according to specification. The pacemaker thus had registered the increased power consumption in the implanted state and automatically displayed an error message. Pacing by the pacemaker was not impaired by this. The quality and production documents of the pacemaker were analyzed. No deviations from the specifications could be found during production. The power consumption during final testing at biotronik was as expected. In summary, there was an increased power consumption due to a damaged integrated circuit. The pacemaker displayed a corresponding error message as response.

Event description:
After an implantation time of about 10 months, it was reported that the pacemaker could not be interrogated and was explanted. No deterioration of the pt's state of health was reported.